Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre 2 sensor. Customer reported receiving sensor scan results of 347 mg/dl and 383 mg/dl and self-treating with insulin (dose/type unspecified) without capillary test comparisons. Customer subsequently experienced symptoms described as sweating, chills, loss of vision, tiredness, discomfort and loss of consciousness and had contact with an hcp who obtained a reading of "lo" compared to a sensor scan result of 348 mg/dl. Customer was treated with oral and intravenous glucose and no further treatment was reported. Readings of 39 mg/dl and 348 mg/dl were plotted on a parkes error grid and fell into the "e" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.